Event description:
It was reported by the patient's child that they received the explanted device of there parent from the funeral home. They have heard a beeping every morning since the patient's death. It was discussed that this is a patient alert and that the device was not shut off. They wondered if the device could be read now, and were told that if they wanted to return it that would be possible. They also were wondering why "the device did not go off when the patient was dying". They were referred back to the patient's doctor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.